Event description:
Customer reported that a patient had bruising and blistering after ipl treatment to the face in 2007. The patient was given bactroban ointment 2% (prescription) and was recommended to apply zinc oxide sunscreen. Seven days later, the blistering was improving. After the patient injury, the physician tested the quantum device on herself with a newer sr560 treatment head and was also burned. MFR has requested additional details including degree of the burns to the patient and the physician. As of 2/12/2007 these additional details have not been provided to MFR.

Manufacturer narrative:
Per the MFR, the internal adaptor window of the customer's power meter was obscured and burnt and the customer's new sr 560 treatment head (which had been used for the physician treatment) had a burned on substance. This foreign material had resulted in increased device output that was out of specification. The foreign material on the energy meter window and the treatment head appear to be the root cause of the incident. Per the MFR, the customer had used an older sr560 treatment head during the procedure, in which the patient was burned. This treatment head was not available for evaluation as the customer had thrown away this treatment head, after the patient incident. The MFR recommended that the customer replace the sr560 treatment head, so that the MFR could return to recalibrate the quantum device.